Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical was made aware of a complaint on 09-dec-2019, that occurred in the operating room before use in (B)(6) on (B)(6) 2019 based on information received from the cfda adverse event system. The reported complaint of "vague image" involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4) from use and another endoscope was used to complete the procedure. No serious injury or death of a patient or user was reported. There was a reported delay in the procedure to swap out the endoscope to complete the procedure. The physician reported the failure to the service department in the hospital and contacted pentax medical for repair. The investigation is currently in-process.